Manufacturer narrative:
Product event summary: the delivery system was returned without the device, the tether and pin were received detached from the delivery system, and analyzed. Analysis indicated the lumen of the delivery system was torn. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the tether was determined to be disconnected during the traction. It was disconnected midway so when the delivery system was withdrawn, the tether of the delivery system was entangled with the introducer sheath and it was noted that there were several places where the tether's thickness were narrower. It was also noted that the introducer was bent. Both the delivery system and introducer was attempted not used and replaced. No patient complications have been reported as a result of this event.